Event description:
The service report shows while performing incoming evaluation the nellcor puritan bennett factory service technician noted the volumes were severly low at 150ml setting, read 50ml. The malfunction was found during routine schedule maintenance. The technician reported the volumes being low, the lower bearing, piston block and connecting rod were all replaced to correct the volume loss. The unit passed extended service final testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.